Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 500 instrument upon repeat testing. The sample had resulted high during the initial run and was rerun on the same instrument, resulting lower. The sample was then repeated on the same instrument and an alternate dimension vista instrument and both results matched the initial result. The discordant result was not reported to the physician(s). The rerun result from the alternate dimension vista instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The cause of the discordant, falsely low glucose result on one patient sample is unknown. It was discovered that the customer does not centrifuge according to the tube manufacturer specifications, which is a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.